Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during insertion of the vectorflow antegrade 19 cm chdc, the operating physician encountered resistance while advancing the catheter, which was attributed to the catheter being perceived as overly stiff and rigid. There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional medical inte rvention was required, and the procedure was successfully completed following replacement of the device with an alternative product.

Event description:
It was reported that during insertion of the vectorflow antegrade 19 cm chdc, the operating physician encountered resistance while advancing the catheter, which was attributed to the catheter being perceived as overly stiff and rigid. There were no reports of patient injury, harm, or adverse health consequences associated with this event. No additional medical inte rvention was required, and the procedure was successfully completed following replacement of the device with an alternative product.

Manufacturer narrative:
(B)(4).